Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that ¿b30 error" occurred due to abnormalities in communication with the scope caused by the adhesion of foreign material or moisture on the electrical contacts. The device was not returned to olympus, however, from service manual, b30 error indicates scope communication error, and is a message generated when the hardware deployment of scope ID data fails (occurrence of registry error) and is mainly caused by foreign material or moisture on the electrical contacts. (See p4-41 of cv-190 service manual). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The olympus sales representative reported that the evis exera iii video system center received a b30 scope communication error code when installed. This is a potential out of box failure. The issue was found during installation. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation, but is anticipated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.